Event description:
According to the hospital, an n400 fetal oxygen saturation monitoring system was providing spo2 readings in the 30-40% and disordered heart rate readings after an epidural was administered to the mother. The n400 system was removed 40 minutes prior to delivery. When the pt was delivered with forceps it was stillborn. A basic performance check on the fetal monitor was performed and found to work within specs. The fs14c sensor was discarded by the hospital.